Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus vishot 1 caused the sheath to fray when inserted during an endobronchial ultrasound procedure involving an olympus single use aspiration needle. The customer suspected that the cause was due to the endobronchial ultrasound scope. There was no patient injury reported.